Manufacturer narrative:
Product analysis#: (B)(4): equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device and rebar 18 catheter were returned for analysis inside a biohazard bag and a shipping box. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027¿. Therefore, the rebar 18 catheter appeared incompatible with the solitaire fr 6-30 stent device as it had a labeled inner diameter (ID) of 0.021¿. Damaged location details: the finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The solitaire fr 6-30 working length was in good condition, while the non-working length was kinked at the teardrop strut. No irregularities were found outside the proximal marker. The marker coil was in good condition. No damage was noted on the pushwire. The catheter tip and marker were examined; no damages were found. The catheter body was kinked at 8.5cm and 35.5cm from the proximal end of the hub. No other anomalies were found. Testing/analysis: the total and useable length of the catheter were measured to be within specifications. The catheter was flushed with water, and dried blood was found inside. The catheter was tested by running an in-house 0.016¿ mandrel through the catheter hub. The mandrel passed through the catheter hub without issues; however, resistance was felt along the damaged part of the catheter. Due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Conclusion: the customer's complaint of resistance was confirmed based on the reported information and device analysis. The returned solitaire fr 6-30 stent device was damaged at the teardrop, and the rebar 18 catheter was kinked. The damage likely occurred when the user attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that both hospital stay and procedure duration increased.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two solitaire stents encountered resistance in the middle and proximal sections of the microcatheter during delivery. The patient was undergoing surgery for treatment of an ischemic stroke of the middle cerebral artery m1. The mrs baseline was 4 and procedure was 3. The nihss baseline was 15 and post procedure was 17. The tici score baseline was 0 and post procedure was 2a. IV tpa was not contraindicated. There were 2 passes with the device. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 9mm. It was reported that the product was used in emergency intracranial artery thrombectomy. After opening the package, the stent was pushed into the rebar-18 microcatheter (lot number: b647312) after normal venting and hydration. During the process of pushing the stent, felt a clear obstruction when entering the microcatheter, and couldn't push the stent forward any further. So they took out the y valve and tried to push the stent, but it still couldn't be pushed forward, so they took out the stent. After replacing sfr-6-30, it still could not be pushed forward. The microcatheter was taken out for inspection and the stent was pushed outside the body, but it still could not be pushed forward. Therefore, the microcatheter was replaced and the sfr-4-20 stent was used for the operation, which was successfully completed. It was noted that the vessel was not tortuous. The front end of one stent was damaged during the procedure. The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). It was noted that the stent operation lasted too long leading to poor prognosis for the patient. Additional information was received that the long waiting time lead to increase time required for thrombectomy. It was noted that the event prolonged the patient's hospitalization. There was no additional medical or surgical intervention required due to the prolonged procedure. Stroke onset to reperfusion time was 2 hours.